Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this event will be updated as necessary.

Manufacturer narrative:
--

Event description:
--

Event description:
Boston scientific crm received information that the non-boston scientific right ventricular (rv) lead has exhibited impedance measurements greater than 2500 ohms in bipolar and unipolar pacing modes for greater than six months. No noise was observed on the electrogram and the patient is asymptomatic. The threshold and sensing measurements for the rv lead remain stable, so a device header issue is suspected. Since the rv lead paces less than one percent, the physician has opted to monitor the patient. No adverse patient effects were reported.